Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. Residue, which appeared to be from a dressing, was observed on the extension legs, bifurcation, and d/l tubing. A breach was observed in the extension leg at the distal end of the purple luer adaptor. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and jagged surface. A lot history review (lhr) of rebs1033 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebs1033) have been reported from same us facility. (B)(4).

Event description:
It was reported to the sales rep that the tubing to connect to the hub split after insertion. Another device was used to complete the procedure. No reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. Residue, which appeared to be from a dressing, was observed on the extension legs, bifurcation, and d/l tubing. A breach was observed in the extension leg at the distal end of the purple luer adaptor. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and jagged surface. A lot history review (lhr) of rebs1033 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebs1033) have been reported from same us facility. (B)(4).

Event description:
It was reported to the sales rep that the tubing to connect to the hub split after insertion. Another device was used to complete the procedure. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebs1033 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebs1033) have been reported from same us facility.

Event description:
It was reported to the sales rep that the tubing to connect to the hub split after insertion. Another device was used to complete the procedure. No reported patient injury.